Event description:
The patient reportedly felt a sharp sting in their back, bleeding and "crusting" at the incision site, as well as feeling something sharp on their back after pulling themselves into their truck. The patient was advised to not wear the device until being seen by the implanting clinician. On (B)(6) 2024, the implanting clinician noted the incision was healing and there was no drainage present. Additionally, x-rays were performed which revealed mild migration. The patient will follow-up for another incision check and they are experiencing an 80% reduction in their pain while wearing the device.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, and inadequate fixation have been ruled out. However, the patient pulled themselves into their truck which may have contributed to the reported issue. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, "patients should be instructed to avoid activities that potentially can put undue stress on the device. Activities that include sudden, excessive, or repetitive bending, twisting, bouncing, or stretching can cause the neurostimulator to fracture or migrate. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to excessive twisting or stretching as the patient pulled themselves into their truck (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.